Manufacturer narrative:
H4: the lot was manufactured between april 14, 2023 and april 18, 2023. H11: the actual devices were discarded; however, a photograph and a video of a sample were provided for evaluation. Visual inspection observed leak (backflow) at the fill port. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause may be due to particulate matter stuck under the product checkband. The product label (IFU, instructions for use) recommends a filter be used during fill to prevent fragments from entering the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked. The event occurred during filling of fluorouracil . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.